Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega needle driver instrument was found to have a wire sticking out. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no issues with the grips or wrist motion, and the wire at the instrument tip was loose but undamaged, with no fragments falling into the patient¿s body. The issue was identified during central processing and was resolved by replacing the instrument, which has been returned to isi, no photographic or video evidence is available.